Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced increased thoracic pain on (B)(6) 2018. The physician recommended change in program post exam. The manufacturer representative adjusted for hd at t9-t10 and added new group b and group c hd settings. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure; further stated due to programming. On (B)(6) 2018 the patient reported pain same level 3 but no further complaints of increased thoracic pain. The outcome was resolved without sequelae. No further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient experienced increased thoracic spine pain. The cause of the event was not determined.